Manufacturer narrative:
A replacement power supply was sent to the customer. In follow up with the customer, the customer indicated that the transformer housing came apart at both ends when she was removing it from a wall outlet. The customer also reported that there were no injuries sustained as a result of the issue. A product evaluation revealed that the transformer housing was broken, exposing inner electronics, which is a safety risk. This issue with a damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the MFR to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the MFR to ship the transformer to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduct the handling and potential for double stacking of the skids. The shipping packaging strength has been increased to further protect the transformers during shipping. Medela acknowledges that this report is being submitted late. Medela is committed to creating an effective complaint handling process to assure complaints are processed in a timely manner and evaluated for part 803 reporting. A visual examination of the power supply revealed the transformer housing was cracked open, exposing inner electrical circuitry. A visual examination on the cord revealed nothing unusual. The power supply was plugged in and the voltage across the dc plug was measured at 12.86 vdc, which is normal and indicates that the power supply is producing the correct voltage. Resistance across the dc plug was measured open, which indicates that there is not a short in dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured a 53.93 ohms, which is normal and indicates that the thermal fuse did not blow.

Event description:
It was reported tp covidien that the unit's display was missing segments in the spo2 window. No pt harm reported.